Event description:
Ercp scope cap apparently came off during ercp procedure. The scope entered the intestines via laparoscopy trocar. It is believed that the cap came off as the scope was being withdrawn through the trocar. (Trocar was 15mm, scope was 13.5mm.) After the scope was fully withdrawn, staff observed that the cap was missing from scope and began search. Bowel loops were searched, along with surgical drapes and floor. X-ray prior to case closure not possible because the cap is not radiopaque. CT-abdomen-pelvis performed the next day did not show a cap. It is believed that the cap was left in the gi tract and will pass spontaneously. It is our suggestion that this cap include a radiopaque marker.